Event description:
Clip that locks handpiece from rotating broke inter- operatively. Case type: tka.

Manufacturer narrative:
Clip that locks handpiece from rotating broke inter-operatively. Product inspection: visual inspection:- mics-209063, sn#: (B)(6), RMA#: (B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual pivot handle check. Disposition: rtv. Inspected by: (B)(4). Dimensional inspection:- not required. Functional inspection:- not required. Device history review: device history records indicate (B)(4) devices were manufactured under lot k09v2 and all mics were rejected from final stock on 06/29/2017. A review of qt-17-06-0099 revealed the reason of rejection was incorrect revision numbers on c.o.c, therefore the issue is not related to the failure alleged in this compliant. These devices are later accepted per specification on 07/05/2017. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42010617 shows 1 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure was confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Clip that locks handpiece from rotating broke inter-operatively. Case type: tka.